Event description:
On (B)(6) 2012, the patient contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the battery was not returned with the pump for investigation. Visual inspection revealed that the battery compartment and battery cap are intact with no physical damage or evidence of moisture. The pump powered on normally and was exercised for seven hours with no overheating and no alarms. The pump did not draw excessive current during investigation. The pump cover was removed and there was no evidence of internal moisture observed. There were no defects found to the power flex or the battery connections. Investigation revealed cracks around the perimeter of the display lens.